Event description:
The trial mbt revision tray and trial stem extension lengths did not match to the implants. The implants sat 2 mm proud. The surgery was extended by 40 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.